Event description:
It was reported while unloading a patient from the ambulance, the patient began exhibiting erratic behavior and movement during the unloading process and the stretcher tipped over. It has been alleged the patient was injured; however the nature of the injury and any required intervention were marked as unknown on the initial report.

Manufacturer narrative:
The stretcher was returned to ferno. A visual and functional evaluation was conducted and the stretcher was found to be functioning as intended. No malfunctions that would have contributed to the cot tipping over were observed. Based on the report of the medics, it is believed the stretcher tipped over due to the combative patient and not due to an issue with the stretcher. The complainant has not provided any further details regarding the alleged injury or medical intervention sought.

Event description:
It was reported while unloading a patient from the ambulance, the patient began exhibiting erratic behavior and movement during the unloading process and the stretcher tipped over. It has been alleged the patient was injured; however the nature of the injury and any required intervention were marked as unknown on the initial report. The cot will be returned to ferno to be evaluated.